Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was replaced on (B)(6) 2014 due to a catheter leak. A dye study was performed on (B)(6) 2014 via computed tomography (CT) due to not being able to visualize the catheter on x-ray. On the CT it was noted that the catheter had a leak between the distal segment of the anchor (the fascia) and the dura. During the revision the healthcare provider (hcp) was unable to see a leak and therefore the entire catheter was replaced. The hcp aspirated the catheter and pushed preservative free normal saline through the catheter and it was patent with no leak. The patient had signs of withdrawal and was placed on oral baclofen. The patient also experienced underdose symptoms and return of spasms. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.